Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:09:05. During night drain cycle two, the patient's ultrafiltration reading was 1167ml, indicating the home patient (hp) drained 1167ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Correction/removal number was added in error and does not apply to this report evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The drain volume did not meet iipv criteria. A partial cycle caused the false positive. If any additional information is received, a follow-up will be sent.